Event description:
Patient called alleging their ot ultra meter would not power on. They reported no symptoms while attempting to test on the meter, however patient did report that they were recently hospitalized due to a low blood glucose event. The issue was not resolved with troubleshooting. Medical affairs has attempted unsuccessfully to speak with the patient to obtain more clinical information. A letter is being sent as a another attempt to contact the patient. This case is being reported as a malfunction medical because there is insufficient evidence that the meter caused or contributed to a serious injury.